Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported: during femoral intramedullary nail surgery the top of stepdrill for lag screw was fracture. Surgeon tried different ways to remove broken piece. Finally, operation was failure. The broken piece remained in patient body. As operative plan, there two screws should implant. Because, the broken piece took screw position. Finally, only one screw implanted.

Event description:
It was reported: during femoral intramedullary nail surgery the top of stepdrill for lag screwv was fracture. Surgeon tried different ways to remove broken piece. Finally, operation was failure. The broken piece remained in patient body. As operative plan, there two screws should implant. Because, the broken piece took screw position. Finally, only one screw implanted.

Manufacturer narrative:
The reported event could be confirmed. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). Step drill breakage during drilling is rarely known. The appearance of the breakage area of the returned step drill identified continued rotational force on the fragments after breakage, indication the step drill had already broken at an earlier position than presented on received x-ray. It was concluded the step drill interfered with the drill hole of the nail which requires significant deviation between target device / sleeve and the nail¿s drill hole. It is possible insufficient tightened nail holding screw, k-wire initially deflected or significant manual load on the targeting construct during drilling which would be regarded as user related. The use of a k-wire ¿ specifically when using a cannulated step drill ¿ is highlighted in the labelling. Thus, the root cause was regarded being user related. In case other essential information becomes available were reserve the right to re-reopen the case for investigation and to assess a new root cause.